Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported by the patient that his elbow was in pain because of the inflammation. He has been wearing the unit for 50 days. The patient had to get elbow drained a few times. The patient was advised to stop & conduct a timed test and call back if any issues. The patient would also contact his doctor. He wanted to know how long he had to wear the unit. The patient was advised to call his doctor to monitor his healing progress. The patient stated the pain was more of an achy feeling and said it was a 2 or 3 out of 10. The patient stated that this would occur when he woke up each morning. The patient is continuing to treat and is feeling better using the device. The patient stated that he did he spoke to the doctor, and he wants him to continue using the bone stimulator and did not suggest nor prescribe any medication.